Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of scheduled transmissions not being sent was confirmed. Based on the information provided, it was determined that bond was lost between the phone application and the implantable device. The device was reconnected and resumed scheduled transmission, but due to the disconnection a scheduled transmission was missed.